Event description:
Customer reported an ma error is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. System operates as intended.